Manufacturer narrative:
Corrected data: d9 h3 other text : device not returned.

Event description:
The sales rep reported that the device overheated during a procedure, the surgeon dropped the device and it burned the patient. Additional information was requested regarding details on the adverse consequence, surgical delay or medical intervention.

Event description:
The sales rep reported that the device overheated during a procedure, the surgeon dropped the device and it burned the patient. Additional information was requested regarding details on the adverse consequence, surgical delay or medical intervention.